Event description:
It was initially reported by the pt that his seizure frequency and severity has not improved with vns. He has the same amount he had prior to vns and some of the gtc are worse. Pt also indicated that he has been on fewer medications since he has been on vns. Pt stated that he is not sure if he has had any improvement with vns. He knows his battery is at end of life and he willing to take the risk and wait to see if his condition worsens. He will follow up with the treating physician to see what needs to be done. Good faith attempts to obtain additional info has been unsuccessful till date.